Manufacturer narrative:
Patient identifier reported only as (B)(6). Patient date of birth, gender, and weight not available for reporting. Date of device migration is not known. The 510k: this report is for four (4) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced malreduction of a distal radius fracture due to four (4) distal locking screws disengaging from the distal radius plate postoperatively. This was discovered at a follow-up visit on (B)(6) 2018. The patient was originally implanted with a 2.4mm va lcp extra-articular distal radius plate, 5h shaft, five (5) 2.4mm va locking screws (4 screws placed distal and one screw placed proximal), and two (2) 2.4mm cortex screws on (B)(6) 2017 with satisfactory fixation and completion of a successful procedure. The patient will follow-up with another physician for revision surgery. Concomitant devices reported: 2.4mm va lcp extra-articular distal radius plate, 5h shaft (partial part 02.110.20x, lot number unknown, quantity 1), 2.4mm va locking screw (partial part 02.210.1xx, lot number unknown, quantity 1), 2.4mm cortex screw (partial part 201.7xx, lot number unknown, quantity 2). This report is for four (4) unknown locking screws. This is report 1 of 1 for (B)(4).